Event description:
The customer reported the battery is not charging and the battery led is not lit. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.